Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 26 mg/dl. The customer went to the emergency room (ER) and was treated with glucagon injections. After 4 hours, the customer left with a bg of 269 mg/dl. The bg proceeded to increase the next day to 401 mg/dl. The customer reported that the high bg was due to too much glucagon. Insulin injections were administered to address the high bg. The cause of the low bg was not known. The customer did not have a computer to upload the pump data, a pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.